Manufacturer narrative:
Literature citation: ang bch, et al. Combined phacoemulsification and hydrus microstent implantation in asian eyes with moderate-to-severe normal tension glaucoma-12-month outcomes. J glaucoma. 2024 nov 1;33(11):855-861. A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional via literature article reported that after a trabecular bypass stent implantation, the patient experienced stent occlusion by iris. It underwent laser iridoplasty. There was no deterioration in humphrey visual field mean deviation at pom12 compared with baseline (n = 20, p > 0.05). There are two medical device reports associated with this report. This is 2 of 2. Ang bch, et al. Combined phacoemulsification and hydrus microstent implantation in asian eyes with moderate-to-severe normal tension glaucoma-12-month outcomes. J glaucoma. 2024 nov 1;33(11):855-861.

Manufacturer narrative:
Correction information was added in h.6. Correction: on initial MDR the product code should have been a1409 instead of a150202. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.